Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that x-ray cannot be exposed. Upon further inspection, the fse found that frontal anode drive unit failed and miu was down as phase fuse was broken. Fse replaced anode drive unit and miu fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura system could not do exposure. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. Troubleshooting actions showed a problem with the adu and miu fuses. The fse replaced the adu and miu fuses and returned the system to use in good working order.